Event description:
The user facility reported a 58-year-old female in acute myocardial infarction and cardiogenic shock presented for impella cp support. The patient develop ischemia in the impella leg coinciding with patient support. A stent was placed in the superficial femoral artery (sfa) and a thrombectomy of the sfa and profunda was subsequently performed to treat the ischemia. Flow to the limb began to improve, however, ongoing bleeding was noted at the access site. An inspection verified that the origin of the bleed was from the bifurcation of the sfa and profunda and a vascular repair was initiated. A fasciotomy was also performed at that time to the lower left extremity due to compartment syndrome. The pump was explanted as a result of the condition and another impella cp pump was implanted via axillary access for ongoing support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related events are as follows: thrombus and vessel damage: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ limb ischemia: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the limb ischemia was biomaterial. The failure mode will be monitored and trended.